Event description:
Related manufacturer reference number: 2017865-2025-40565. It was reported that patient presented to the clinic exhibiting extra cardiac stimulation with right ventricular pacing from their leadless pacemaker. Testing revealed higher outputs lead to increased discomfort for the patient in the left rib cage area. Doctor elected to reposition the device on the same day. Device was successfully retrieved and repositioned. However, there was increased capture threshold and intermittent capture after the device was released. Device was retrieved again and doctor noticed tissue in the helix. Doctor decided to replace the device. The first replacement device had a sprung helix discovered during the withdrawal of the device before any fixation was attempted. The second replacement device was implanted successfully. Patient was stable

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. Visual inspection noted the helix was compressed out of specification. The compressed helix is constant with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported event of a capturing problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.